Manufacturer narrative:
No RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 2 years 6 months old. The user manual part number 1125104rev e (may-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has severe arthritis,a preexisting medical condition. The consumer's stability and medication regimen are unknown. The consumer is a (B)(6) female. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The brake handle allegedly came off, therefore, chair could not brake and user allegedly fell out of chair. No injury is alleged.